Manufacturer narrative:
Related report number: mw5175317 this implant was not available for evaluation; therefore, the resources used for this analysis were limited to the written documentation of the incident received by the complaints team. The medwatch report stated that the patient had c3/4 anterior discectomy, c4/5 vertebrectomy, c5/6 discectomy and c6/7 discectomy and fusion. A later x-ray demonstrated that the corpectomy cage had lost height. A CT scan confirmed the cage had lost height. On (B)(6) 2025 the patient underwent an anterior cervical hardware revision, and posterior c2-t2 cervical fusion. The fortify cage that had reported to lose height was not returned for further evaluation into the root cause of the issue. Therefore, the lot number and any further information on the implant cannot be determined. Additionally, no xray or CT images of the implant were provided for further evaluation. The cause of the reported implant height loss cannot be determined. The complaint is deemed indeterminate. A risk reconciliation was performed and confirms that the type and frequency of this failure is captured in our latest risk analysis. The following sections were updated for this supplemental report: b4, e1, e2, e3, e4, g3, g6, h2, h6, h10.

Event description:
It was reported that a revision surgery occurred to remove a fortify cage that collapsed.

Manufacturer narrative:
The device was unavailable for evaluation. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that a revision surgery occurred to remove a fortify cage that collapsed.